Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient vibratory alert for secure sense ventricular oversense was observed. T-wave oversensing episodes was confirmed. Programming changes recommended were performed. The device remains implanted. The patient¿s condition was stable.